Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, high, out of range, high voltage lead impedance issue and no capture issue at high outputs were observed on the rv lead. Patient was brought into clinic and upon lead testing lead fracture issue was confirmed. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable.